Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. Associated malfunctions for this device: on/off switch broken button/no audible alarm.